Manufacturer narrative:
As the exact date in (B)(6) 2015 of the recurrence of the mitral insufficiency is unknown, (B)(6) 2015 is being used as date of event. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent a mitral valvuloplasty and using some gore-tex suture cv-5(lot: unknown) as an artificial tendon to posterior leaflets of the mitral valve. The patient was discharged from hospital once. On (B)(6) 2015, the recurrence of the mitral insufficiency was observed. The exacerbation of the heart failure sign and pulmonary hypertension was also observed. On (B)(6) 2018, the patient underwent a mitral valve replacement. The physician considered that the exacerbation of the valve cusp lesion or extending of the cv-5 may be a cause of the recurrent valve insufficiency.

Manufacturer narrative:
The explanted devices were returned to w. L. Gore & associates for investigation. The explant evaluation stated the following: submitted were two gore-tex® suture fragments (reported as cv-5 thread size). Both fragments were white with pale yellow coloring present at bends in the suture and grossly devoid of soft tissue. Each fragment had a sutured knot, consisting of multiple throws, at one end. The suture loops had been transected at a single point for both fragments. Foci of opacity were observed within both fragments by high resolution radiography. Sites of opacity were concentrated at the suture knots and are consistent with mineralization. Pathological examination of the returned specimens was not performed due to the paucity of tissue present of the fragments. The suture fragments were subjected to a sodium hydroxide digestion process to remove biologic debris. Fragments were examined for material disruptions using scanning electron microscopy after gross analysis and following digestion. Areas of structural densification were evident with the microstructure preserved or minimally flattened with coalescing nodes of material, consistent with a mechanical manipulation of the suture by handling via surgical instrument (e.g., grasping with forceps or hemostats) and/ or conformance to anatomy from surgical placement (i.e., folding). There was no evidence of suture elongation throughout the specimens.

Manufacturer narrative:
D6: new information- the implant date has been estimated based on the information reported that the patient underwent a mitral valvuloplasty on an unknown date in (B)(6), 2015. D7: new information.